Event description:
Customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and assisted the customer in performing a reset. After the reset, the customer was able to successfully start their sensor session without any error recurrence.